Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was not booting up. Upon troubleshooting actions, the rse decided to reload the software of suite pc. To resolve the issue, the field service engineer (fse) reloaded the suite pc software and restored the backup files, after which the system returned to use in good working order. The codes were updated based on the investigation outcome.